Manufacturer narrative:
On (B)(6) 2017, the customer reported to have loaded a new cartridge and an accurate fill estimate reading was received. The customer has had no further issues. The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. The customer reloaded the same cartridge and received another inaccurate reading. The customer was to load a new cartridge onto the pump. The customer's blood glucose (bg) level was 350 mg/dl and an insulin injection was administered to address the bg level.